Event description:
It was reported that bd nexiva leaked. Patient harm: 4 - emotional distress or inconvenience. Event description: (location) bh2 main pre/post (mpp) after inserting the 20g nexiva IV to the patient and the needle was retracted already, the gray part of the catheter started leaking blood. IV had to be removed and another had to do another IV insertion to the patient. This event had happened already in the past.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.